Manufacturer narrative:
The investigation has just started, results will be provided within a follow-up report.

Event description:
It was reported during use that the unit power cycled twice and stopped working. The unit did alarm. There was no patient injury reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for detailed evaluation. The log show that on may 30th between 4:46 am and 4:50 am the device detected an internal deviation and reacted by performing multiple warmstarts of the ventilation unit. The deviation was alarmed acoustically and visually with the alarm messages "device failure (11)" and "device failure (3)". A faulty pba m16.2 was determined to the root cause of the issue. After replacement a device test passed without deviation. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit v500 would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.